Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise resulting in inappropriate mode switch episodes. All other measurements were stable. Programming changes were made but did not completely eliminate the issue. No further intervention was performed as they opted to monitor the patient since the patient was non-pacer dependent. Patient was stable.